Event description:
"Customer states that the pronto chair has stopped working. Alleges it may be the batteries. Unable to locate the serial#."

Manufacturer narrative:
(B)(4). Initial pr #(B)(4) issued MFR report #1525712-2012-01332 with the manufacturer as invacare (B)(4). The actual manufacturer is unknown as there is no serial number available. Notification letters have been sent to all manufacturers of this model medical device. (B)(4). No RMA has been initiated for this issue. Model pronto m51, serial number/date code is unknown and age is unknown. The owner's manual part number 1125085 issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumers age is (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.

Event description:
"Customer states that the pronto chair has stopped working. Alleges it may be the batteries. Unable to locate the serial#."

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model pronto m51, serial number/date code is unknown and age is unknown. The owner's manual part number 1125085 issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer's (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.